Event description:
It was reported that the patient underwent a surgery involving a tactra device due to a break in the proximal part. The patient was unable to put the implant down, and had issues positioning. The device was removed and another device form another manufacturer was implanted. There were no patient complications reported.